Event description:
The customer reported that there was a big black spot in the middle of the screen and the image was unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera optics were cleaned. The system was then found to be operating as intended.